Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube ten devices cracked and leaked sample in the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for cracked tube during use was observed. A total of 100 retention samples from bd inventory were evaluated by visual examination and no damaged tubes were observed. Additionally, 6 retention samples were functional tested and no cracked devices were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.